Event description:
It was reported that patient experienced pain at the ipg site. No falls were reported. Surgical intervention was undertaken wherein the entire scs system was explanted.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information (weight); however, no further information was received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.